Event description:
A report was received that the patient underwent an ipg replacement due to frequent charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient underwent an ipg replacement due to frequent charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.